Manufacturer narrative:
The approximate age of the power module 14 volt patient cable was not provided. The patient cable is not a single use device. The device was returned for analysis. Evaluation is not complete. No further information is available. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient saw a large spark coming from the black patient cable port while attached to the power module. The patient saw a red heart alarm with steady audio alarms from her system controller. There were also low speed advisory and low voltage alerts noted on interrogation of the system controller. The patient immediately switched to the backup system controller and placed herself on battery support. The patient was asymptomatic. The patent's system controller and power module were removed from service. The log file review showed low supply voltage with low speed operation and pump stoppages.

Manufacturer narrative:
The reported event of a damaged black power cable was confirmed during the evaluation of the returned system controller. The evaluation of the returned system controller, serial number (B)(4), revealed that the outer jacket insulation on the black power cable had a damaged area (burn mark) near the connector's strain relief. Movement of the black power cable, while the system controller was connected to the power module, caused an interruption in pump function resulting in hazard alarms. The evaluation of the black power cable revealed compromised internal conductors underneath the grey outer jacket insulation. The insulation on the internal conductors appeared burnt consistent to an electrical short between the internal conductors and the braided shield. The evaluation of the returned system controller could not determine a specific mechanism that contributed to the black power lead becoming damaged. In addition, during the evaluation, the initial log file was unable to be retrieved from the returned system controller; however, after erasing the original data and producing events during our testing, the log file could be retrieved successfully. Although the short circuit condition confirmed in the black power cable could potentially corrupt the format of the log file due to a low voltage condition, the analysis could not conclusively determine a direct relationship between the damaged power cable and the inability to retrieve the event history data. A review of the device history record revealed the device met applicable specifications. The returned 14-volt power module patient cable was functionally tested using laboratory equipment and was found to function as intended, even when the power cables were manipulated. Despite the fact that the returned cable failed the resistance specification (early stages of conductor breakdown), the white and the black power cables/leads were independently disconnected and the test system continued to operate solely on either power cable without any functional issue. The root cause of the early stages of conductor breakdown within the black power cable appeared to be related to wear and tear due to repeated lead flexing during cable use. The returned cable was almost 4 years old. The reported events were consistent to compromised internal conductors within the returned controller¿s ((B)(4)) black power cable. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Correction: the 14v power module patient cable was initially reported as the product that caused the issue. However, during the investigation, it was discovered that the system controller was the cause of the issue.